Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), a rewind anomaly, an audio/vibrate anomaly, or the absence of an alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. The troubleshooting was not performed and the customer reported physical damage to the pump. The customer reported the pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. The customer reported an audio anomaly. The confirmed audio option was enabled. Conducted audio test and the pump passed. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and uploaded to carelink. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Motor was tested outside of the device on the stb3 station and passed. No loudness from motor noted. Unit's audio levels were tested and functioned properly at every level. Unit's vibration was turned on and off and functioned properly. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. The following cosmetic damages were noted: pillowing keypad overlay and scratched case. In summary, customer concern for rewind anomaly and audio/vibrate anomaly/absence of alarm not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing. Customer concern for cracked keypad at center button not confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.